Event description:
This is filed to report the single leaflet device attachment (slda). It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced into the mitral valve and the clip deployed, reducing mr to 2. Five minutes post procedure transesophageal echocardiography (tee) confirmed the clip had detached from the posterior mitral leaflet (single leaflet device attachment (slda) and the mr increased to 4. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents reported from this lot. Based on the information reviewed a cause for the reported single leaflet device attachment (slda) cannot be determined. The reported mitral regurgitation (mr) is due to slda. Additionally, mr is listed in the instructions for use as a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design or labeling.